Event description:
Device 5 of 7: reference MFR. Report #: 1627487-2018-06345; reference MFR. Report #: 1627487-2018-06346; reference MFR. Report #: 1627487-2018-06347; reference MFR. Report #: 1627487-2018-06348; reference MFR. Report #: 1627487-2018-06350; reference MFR. Report #: 1627487-2018-06351. Follow up information identified the physician admitted the patient to the hospital and administered IV antibiotics for (B)(6) further information revealed the patient was re-admitted to the hospital for continued treatment of the ongoing infection.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 5 of 7. Reference MFR. Report #: 1627487-2018-06345. Reference MFR. Report #: 1627487-2018-06346. Reference MFR. Report #: 1627487-2018-06347. Reference MFR. Report #: 1627487-2018-06348. Reference MFR. Report #: 1627487-2018-06350. Reference MFR. Report #: 1627487-2018-06351. It was reported the patient experienced an infection at the ipg and lead sites. As a result, the physician explanted the dbs system. Additional information has been requested but not yet received.

Event description:
Device 5 of 7: reference MFR. Report #: 1627487-2018-06345; reference MFR. Report #: 1627487-2018-06346; reference MFR. Report #: 1627487-2018-06347; reference MFR. Report #: 1627487-2018-06348; reference MFR. Report #: 1627487-2018-06350; reference MFR. Report #: 1627487-2018-06351. Follow up information identified the patient¿s infection is believed to be resolved, but the patient continues treatment as the skin has eroded and the skull is exposed. The patient has been referred to a plastic surgeon for further treatment.